Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and the drive support cap is sticking out. Nothing further was reported.